Event description:
The implantable neurostimulator was in a power on reset condition. No other clinical info was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.